Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet, resulting in a cracked and unusable screen that impaired operation of the device. Symptoms included no injury. Outcomes included replacement of the device and planned return of the damaged unit, with the user advised to shut down the device and complete startup on the replacement since data do not transfer, and to continue cgm use with dexcom g7 as needed. Investigation included review of the event details and device use, confirmation of data sync prior to shutdown, and arrangements for return of the damaged device for evaluation. Investigation of this case revealed physical damage to the display consistent with accidental impact, with loss of screen functionality and user interface as the affected component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced external damage unrelated to device malfunction.